Event description:
It was reported that an ilet pump with a dead battery would not power on despite being placed on the charging pad with a green indicator, intermittently displaying the screen for a few seconds before shutting off, and the user reverted to backup therapy; the issue was characterized as a key/button or touchscreen not working on the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive control interface and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.